Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose of the customer was 450 mg/dl. The customer was not treated for high blood glucose. Customer also stated an bent issue associated with infusion set at insertion site and a bubble in the reservoir. Customer was advised to change infusion set. Troubleshooting was performed for bent cannula but issue was not resolved. The insulin pump will not be returned for analysis.